Manufacturer narrative:
(B)(4). Product not returned.

Event description:
It was reported that the certain locator (iloa005) fractured in the implant and the broken part of the locator remain inside the implant. Doctor also reported that patient did not wanted to have the locator part removed.

Manufacturer narrative:
No product was returned for inspection. Zest anchors could not determine a probable cause for the reported event or investigate on what occurred with these parts because the components or a picture of the components were not returned by the customer. Zest anchors reviewed the lot history and there were no other similar reported customer complaints associated with this part/lot combination. A root cause for the complaint could not be determined with the information provided as the device was no returned for inspection and no pictures / x-rays were provided by customer. Complaint is therefore non-verifiable the following sections have been updated: date of this report. Date received by manufacturer type of report.. If follow-up, what type. Device evaluated by manufacturer. Evaluation code. Additional narratives/data.